Event description:
While opening supplies for surgical procedure the valleylab rocker pencil was noted to actually have the tip pierced through the plastic holster and sterile packaging. Supply kept and handed over to materials management. New supplies obtained.